Event description:
The battery on a sigma spectrum infusion pump overhead melting the battery casing. The pump was located in a storage area and being charged during the incident. The user noticed it after the incident happened. No pt/staff injuries or any property damage occurred.